Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm occur with their insulin pump. Customer's blood glucose level was reported at 306 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test due to faulty force sensor. The device passed the rewind, basic occlusion and displacement test. No motor error alarm noted. The motor passed the motor test. The unit was received with cracked display window corner, reservoir tube lip, belt clip slot, and minor scratched display window.